Event description:
It was reported that a user received a "dosing stops soon" alert on the ilet and the cgm menu prompted "start sensor", after which attempts to enter the dexcom g7 continuous glucose monitor (cgm) sensor code returned as an invalid code until it was identified that the pump was set to dexcom g6 instead of dexcom g7; after selecting dexcom g7 and re-entering the code, the system entered pairing mode and the agent provided pairing and warmup guidance. No adverse clinical symptoms reported. Outcomes included restored pairing with expectation of resumed cgm data after warmup and no clinical harm. User support included remote troubleshooting and user education. Investigation of this case revealed a user setup error related to selecting the wrong cgm sensor type, resolved by correcting the configuration and reattempting pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and use.

Manufacturer narrative:
Initial.